Event description:
It was reported the programmer locked up with an error message when powered on. Recycling the power would not clear the error. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer powered up with a system error; hard drive found out of electrical specification. Tab broken off of the power cord door.